Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed broken electrodes above the fantail. The photographic imaging inspection confirmed broken electrode wires above the fantail. System lock was verified. The device passed some the electrical tests performed. The scanning electron microscopy (sem) analysis revealed tensile break of electrode above the fantail. The device passed the mechanical tests performed. Sem analysis revealed broken electrode wires above the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing pain with and without device use. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent a device repositioning surgery on (B)(6) 2023. After repositioning surgery, the recipient experienced no sound. Programming adjustments were made, however, the issue was not resolved. The recipient reportedly has an air bubble inside the cochlea.